Manufacturer narrative:
Insulin pump had constant failed battery test alarm due to faulty battery tube. Insulin pump was unable to test for motor error alarm due to failed battery test alarm. The motor was tested outside of the device and passed. Insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer's mother reported a motor error on customer's insulin pump. The battery was low, so she changed the battery. Customer's blood glucose was 240 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).